Event description:
The customer called for help with her contour system. She performed control tests during the call and received a result of "lo". The normal control range was 101-139 mg/dl. No adverse events were alleged. While customer service was trying to gather additional information, the call was disconnected. The agent attempted to call the customer back, but the line was busy. No product will be returned at this time.